Event description:
It was reported that a vns pt experienced a fall, and had approx 14 seizures the weekend prior to his routine office visit. He was taken to the ER where he was treated and then released. At the neurologist's office a few days later, the pt experienced seizures and painful stimulation during diagnostic testing. The vns device was programmed off, and then the pt went into status epilepticus. The pt was taken to ICU at the hospital. The pt was treated for toxic AED levels. The pt has been discharged from the hospital. Diagnostic testing showed the vns device to be functioning properly. X-rays were sent to the manufacturer for review. A review of the x-rays revealed that one of the electrodes does not appear to be completely wrapped around the nerve. Additionally, one of the three tie-downs present was not attached to the lead. Good faith attempts to obtain additional info have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. One of the electrodes did not appear to be fully wrapped around the nerve. One of the three tie-downs was not attached to the lead body.